Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the qc data; the qc recovery was within the customer¿s established ranges. There is no indication of a performance issue with the reagent. The investigation reviewed the alarm trace; a "water reservoir level too low" alarm was noted. The field service engineer (fse) performed 30 cycles of an ion-selective electrode ise check; channel 1's checks were all flagged with errors. The fse then inspected channel 1 and resecured the sipper thumbscrew that had come off completely. He verified the module's performance with ise check (20 times) and precision checks on channel 1 with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide one patient sample with discrepant results: the initial results were reported outside of the laboratory. The reporter deemed the results critical which prompted the rerun of the patient sample in their other ion-selective electrode (ise-1) module. The initial na result from the module was 107.06 mmol/l (reported as 107 mmol/l). The repeat result from the other module was 129.32 mmol/l. The initial cl result from the module was 114.93 mmol/l (reported as 115 mmol/l). The repeat result from the other module was 87.30 mmol/l. The initial k result from the module was 3.05 mmol/l (reported as 3.1 mmol/l). The repeat result from the other module was 3.72 mmol/l. The repeat results were deemed correct.